Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 50 mg/dl in the morning and after treating it was 125 mg/dl and other value was 140 mg/dl. Customer ate to treat her low blood glucose value. Customer also reported blood at site. The device will not be returned for analysis.